Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call the insulin pump was damaged. Customer blood glucose level was unknown at the time of incident. Customer also stated that the reservoir compartment was damaged. The device will be returned for analysis.